Manufacturer narrative:
The manufacturer previously reported a ventilator would not power on and thermal damage localized to a component on the system board was observed. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device's power supply and system board were replaced to address the issues. The components were returned to the manufacturer for investigation. There was evidence of thermal damage found on the system board. The damage was localized to the components within the system pca. There were no reports of thermal damage affecting the device enclosure. The root cause of the issue is unknown. Components only returned.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. The device was not in patient use. Evidence of thermal damage was observed. The investigation for this device is still ongoing. A follow-up report will be submitted when the service center's repair is complete.